Event description:
It was reported that the device was unable to be interrogated via rf telemetry. The merlin programmer was restarted and then replaced, but the device was still unable to interrogated. Abbott technical support was contacted, and the rf telemetry was successfully restored with a software download. The device was reprogrammed, and the patient was in stable condition.